Event description:
It was reported that the patient presented with a systemic infection. The implantable cardiac defibrillator, right ventricular lead and the right atrial lead were explanted. The patient was stable post procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).